Event description:
Artifact detected during AED deployment. (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the event. Result: artifact was present during analysis. Device labeling (IFU and voice prompts) provide users with instructions on addressing artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy.